Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
Image disturbance during angulation, ccd defect. This event occurred at the time of during inspection. This event occurre no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module.